Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2017 when he obtained a result of 110mg/dl using the subject device compared to a result of 43mg/dl using an ER meter within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that he usually manages his diabetes using insulin (self-adjuster) and reportedly took an additional 3 units of humalog insulin in response to the alleged issue. The patient reportedly ¿passed out at work¿ in the afternoon of (B)(6) 2017 and was taken to the emergency room (ER) where his blood glucose was measured using a ER/hospital meter with the reading of 43mg/dl. The patient stated that he received hcp treatment of IV glucose in response to the reported event. At the time of troubleshooting, the csr determined that the correct testing steps were carried out, the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The test strip vial was neither cracked nor broken. The patient carried out a control solution test and the result fell within lfs¿ acceptable range. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.